Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being unable to progress past the fill tubing step. The user indicated that earlier in the evening they performed a factory reset and then re-paired the device to the mobile app. A replacement ilet was initiated. No blood glucose impact, symptoms, external assistance, or medical intervention occurred.